Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a pod pc out of the introducer sheath, the pod pc was stuck at the initial position; therefore, it was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.